Manufacturer narrative:
A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of leakage with lot 4037548 regarding item #382523. DHR for lot number 4037548 has been reviewed. No related quality issues or process deviations were found. Root cause couldn't be determined due to unavailability of sample information. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte autog bc unable to connect to hub adapter. The following information was provided by the initial reporter: t-IV catheter will fit into IV tubing without leaking. A- IV started successfully with bd insyte autoguard, no wings . End of catheter would not accept the end of extension tubing. Extension tubing changed to a different style ( we are currently stocking two different kinds). It would not seat to that one either. IV site still leaking very slightly. Pt went to endo procedure with slightly leaking IV. G- these IV catheters are not seating properly. Any adverse events or serious injury reported to patient or healthcare professional? No. Was there any delay of, or change in, the course of treatment due to this event? No was there any medical intervention due to this event? No.